Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the o2 gas module was found defective and replaced which solved the issue. The issue was confirmed in the provided log files. No parts has been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.